Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain and degenerative disc dis ease/herniated disc pain. It was reported that the patient had the implant because she had fallen and crushed a nerve in the leg and has degenerative disc disease. The patient reported that about a week from this report they have been having a problem with the right leg. When the patient tries to adjust stimulation for right leg, it will go for about 10 minutes and then goes to the back. Also the patient had stimulation in the back and about 20-30 min later the stimulation went real fast. About a month or over a month from this report, hip to knee the patient has numbing, burning and pain in the leg. 8-6 months ago from this report the patient fell down stairs and has not had implant checked. The patient also indicates she has a problem recharging current implant and has to use an ace bandage to wrap around the implant. The patient states she was told the implant is not too deep. The patient states she can recharge as long as she uses the ace bandages. Patient has appointment at pain center on (B)(6). No further patient symptoms or complications were reported in this event.